Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced the inseparable magnet to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer stated that there was delay in the dispensing of the medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.